Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(6). Implanted on an unknown date in 1999. Concomitant products ¿ unknown ib femur; unknown ib tibia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-02739 and 1822565-2017-02740.

Event description:
It was reported that a patient underwent a total knee revision procedure approximately 18 years post implantation due to loosening. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.